Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient alleged asthma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received about the device details, they were updated in this report. Box d was updated in this report.